Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 350 (mg/dl). Customer administered a correction bolus to treat bg level. Although requested by tandem technical support, contact declined to perform troubleshooting for the pump. Recommendation was made to consult with health care provider to discuss diabetes management.